Manufacturer narrative:
(B)(4): the customer reported that the unit is rebooting. There was no report of pt involvement. The unit was evaluated at philips and the failure was verified. Replacement of the internal data card resolved the failure.

Event description:
The customer reported that the unit is rebooting. There was no report of pt involvement.